Manufacturer narrative:
This follow-up report is being filed to relay information received in patient's operative notes and blood test results, which were unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain, loosening and infection. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to pain, loosening of the femoral component and infection. All components were removed and replaced with competitor product. The operative notes indicate no evidence of metallosis or significant fluid identified. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-01556 / 01559). Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain, loosening and infection. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.